Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the patient's left eye on (B)(6) 2006. Patient developed a posterior subcapsular cataract. The lens and cataract were removed on (B)(6) 2011. Lens was replaced with a posterior chamber lens. Patient's last visit on (B)(6) 2011, bcva was 20/25.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl but it is unknown if the posterior subcapsular cataract in this patient was caused or contributed by the icl surgery. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).